Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). . Two photographs were provided for evaluation. Visual examination of the photographs noted signs of leakage present on the outside of the sets. However the location of the leak was unable to be determined via the photos. Although leakage was confirmed, the exact location of the leakage was not confirmed, therefore the exact root cause was unable be determined at this time. A one year historical review was performed against the reported item and it should be noted that no other instances of this defect have been reported. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the nurse confirmed that the patient's blood was leaking from the line itself after it was flushed. No injury reported.